Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the initial implant, the right ventricular (rv) lead dislodged requiring the patient to be taken back to the operating room to reposition the lead. The following day, the patient began experiencing pauses and had to have a temporary lead placed. An x-ray was performed that showed the rv lead had pulled back and the right atrial (ra) lead had microdislodged. Device interrogation indicated that there were high ra thresholds and warnings for high rv and ra lead pacing impedances. The patient was taken back into the operating room and both leads were repositioned. The patient was being transported to the recovery room when the patient went into asystole. The patient was taken back to the operating room and the rv lead was then explanted and replaced. At that time, the physician felt that there was an issue with the rv lead's helix. Two days post initial implant and during a check for discharge, it was noted that the ra lead was not capturing. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix partly extended and tissue/blood visible on it. The tissue/blood was removed with alcohol and the helix operates within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.